Manufacturer narrative:
Qc was within the established range before the event and qc was not run afterward. Service sent the customer a replacement lamp for the module, which the customer replaced and issue is resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high phosphorus (phosm) patient samples that were generated by the synchron lx20 pro chemistry analyzer. Samples were rerun producing lower results because the customers were getting a high amount of suppressed results due to adc errors. Amended reports were issued. There was no affect to patient treatment associated with this event.